Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient endured recurrent episodes of ventricular tachycardia (vt). Antiarrhythmic medications were initially increased, and the patient was sedated in response to the condition. When the vt returned, the patient was shocked 4-5 times and received two rounds of CPR until stable. The patient's condition continued to worsen, and their family changed their status to do not resuscitate (dnr). The patient passed away after two days of support. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.